Event description:
The r-wave sensing on this lead was very low at 1.7mv. Therefore it was determined a new pace/sense lead should be implanted. The ICD was explanted due to expected eri at this time. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.